Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. Customer stated that they change the site but still they were getting high and eventually changed the sensor. Customer would like to continue troubleshooting. Customer reported that they did not receive a sensor updating not available alert. Customer reported that they did not receive a calibration not accepted alert. Customer did not report consecutive sensor alerts with different sensors. Customer does not wish to test transmitter. The sensor will be and other devices will not be returned for analysis.